Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was grey with red and blue lines that blocked the graphics and text. Customer's blood glucose was 175 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.